Event description:
Tech alleged the bed had intermittent siderail operation on the pt left siderail. No pt impact.

Manufacturer narrative:
The tech found the siderail cable was worn and moisture on the caregiver board. The tech replaced the siderail cable and caregiver board to resolve the issue.